Manufacturer narrative:
The field service engineer (fse) was dispatched and on (B)(4) 2017 replaced sample probe. The fse check alignments & primed fluids. The fse confirmed the analyzer is running within specifications. A complaint and service history review was completed for serial number (B)(4) from (B)(4) 2016 through (B)(4) 2017 for similar complaints. There were no complaints reported during this time period similar to the present issue. The probable cause of the event was sample probe failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported a bent sample needle with their aia-360 analyzer sn# (B)(4). Customer stated the sample probe is bent. A field service engineer (fse) was dispatched. The customer is unable to run the aia-360 instrument causing a delay in reporting of patient results for e2, progii and bchg assays, which were purchased within 120 days prior to aware date. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.